Manufacturer narrative:
Batch review performed on 07 march 2019: lot 1820182: (B)(4). No anomalies found related to the problem. To date, two similar events have already been reported on this lot (B)(4).

Event description:
Spinal fixation performed at l3-s2ai and reduction screws were used between l3-l5. After the insertion of reduction screw at l3 left side, it was hard to disengage the driver from pedicle screw head. Finally one tab broke. The surgeon replaced the broken screw with a new one with the same reference.

Manufacturer narrative:
Visual inspection performed by r&d project manager: the reduction head of the pedicle screw 03.52.731, lot 1820182, has one of the tabs broken in the dedicated area. The dimensions of the head are according to the specification. The breakage point is in the dedicated breaking area. The assembling/disassembling with the related polyaxial screwdriver (ref. 03.51.10.0204 lot 1550541a) is smooth and correct. After the assembling, the screw is firmly fixed even without one of the tab. The potential root cause of the event could be the application of a lateral force on the tab by the polyaxial screwdriver. This could happen only if the polyaxial screwdriver was disengaged by tulip hed thread and then bent.